Manufacturer narrative:
Product analysis: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency department with right hip pain, left shoulder pain, and fluctuating loss of consciousness. The patient had an infected endocarditis, methicillin-sensitive staphylococcus aureus, gram positive bacteria, and vegetation on the mitral valve and right ventricular (rv) lead. Antibiotic treatment was necessary and the implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.